Event description:
I wear g6 continuous glucose monitor made by dexcom. Last night while asleep, I experienced loss of consciousness and fell in the setting of low blood sugar. My fingerstick glucose was 39, but the cgm was reading 66 and did not trigger the mandatory alarms that it normally does for bg below 55, and I was unable to take action. FDA safety report ID # (B)(4).